Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's family member approximately two months after implant that the device implant site was still itchy and had a burning sensation. The patient was provided medication which made the itching go away, but when the dosage was decreased the itching returned. A possible allergy to the device was questioned. Follow up with the clinic determined that an allergy test has been obtained but not been completed yet. The device remains in use. No further patient complications have been reported.